Event description:
It was reported that the surgeon revised total knee, patient had a failed tibia component. Revised base plate and poly.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Hospital will not release.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Material analysis concluded in-vivo service related damages to the articulating surface of the insert included burnishing, scratching and delamination. These are commonly identified damage modes on uhmwpe inserts. There was no evidence of manufacturing or material defects on the device features evaluated. No evaluation of medical records performed as none were provided. The exact cause of the event could not be determined because medical records were not provided. No further investigation for this event is possible at this time as insufficient medical information was received by stryker orthopaedics. The reported event regarding revision of the poly involving a triathlon cr insert was confirmed.

Event description:
It was reported that the surgeon revised total knee, patient had a failed tibia component. Revised base plate and poly.